Event description:
Teenage pt was operating knee walker in dark on front porch when he rammed the walker into a raised door threshold propelling him "end over end" and forward. The tiller separated form the frame. There was no injury other than a scraped knee.